Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with ua2 uric acid ver.2 on the cobas 6000 c (501) module. The sample initially resulted with a ua2 value of 213 umol/l and this value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated, resulting with a ua2 value of 404 umol/l. The repeat value was believable to the customer and fit with other parameters from the sample. No adverse events were alleged. The ua2 reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The service engineer replaced a damaged ball bearing in the syringe assembly. He also replaced syringe seals and cleaned lubricated the syringes.

Manufacturer narrative:
Evaluation result code and evaluation conclusion code were updated.